Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint device was reported to be available for a manufacturer evaluation. Once the device has been received and evaluated, a supplemental MDR will be submitted.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine had a conductivity offset failure on power up. While repairing the machine, the biomed reported finding a burn mark on the actuator test board. Upon follow up, the biomed reported replacing the deaeration pump because it had ¿seized-up¿ during the repair. The biomed also replaced the actuator test board due to the burn mark. The biomed stated that the actuator board was being overworked and became overheated due to the deaeration pump failure. After replacing the deaeration pump and actuator test board, the conductivity readings became high. To resolve the reported conductivity issue, the biomed calibrated the temperature control, the conductivity cells, and the voltage high/low detector. The machine was reportedly returned to service and has been deemed fully operational. Other than the burn mark on the actuator test board, no additional damage was found on any other component. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There was no burning smell, smoke, melting, or arcing reported. In addition, there were no reports of sparks or flames. The biomed provided photo evidence of the reported burn damage which shows there was a slightly blackened area on the component. There was no patient involvement associated with the reported event. The biomed stated the actuator test board was available to be sent back to the manufacturer for evaluation.